Event description:
It was reported that there was an issue with gn200 - lektrafuse hf generator bipolar. According to the complaint description, there was failure of the generator during the procedure and surgical delay. A video confirmed that a pulse was delivered, performing tissue synthesis; but without coagulation. Handpieces were replaced but it did not resolve the problem. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information/correction: h3 - evaluation, yes. H6 - codes updated. Investigation results: visual inspection: aesculap ag received the product without original packaging in used condition. Upon startup and completion of the self-test, the device immediately displayed an error message. Detailed analysis showed that the plug contact of the temperature sensor on the heat sink of the motherboard had a loose connection, which caused this error. Repair history review: during the last repair in (B)(6) 2025, the connection was still in perfect condition, which is why it was not noticeable during the test at that time and no error messages were displayed. The device functioned without any noticeable problems upon completion and testing of the last repair. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The failure complained by the customer could be reproduced. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.